Event description:
Caller reported 193 mg/dl and 283 mg/dl 1 minute apart on her compact plus system, 119 mg/dl on friend's aviva system within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4).